Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and stated she had a total right knee replacement on (B)(6) 2017. She started experiencing pain shortly after her implant. Patient also stated her knee freezes and she can't move it. Patient wants to know if her implant is part of a recall.